Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low pacing impedance. While attempting to reposition the lead, the helix would not extend. The lead was explanted and a new lead was implanted. The patient was in stable condition.